Event description:
Customer called to report the insulin pump had a blank display. Blood glucose reading was unknown at the time of the call. The customer stated that the tubing was caught on something and the insulin pump was dropped to the floor. The display screen had an internal crack and a spot of ink inside. Customer also mentioned that the glass was starting to unseat. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had bleeding lcd glass, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, and cracked end cap.